Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the device harerbrd had been manually set to critical override by the customer. This setting was identified by running a critical override query on the server, and the cce xml sent time showed no delay. A technical support specialist confirmed that the last upload and download times were current. The station harcovid2 was not found on the server, but no critical override errors were present on the hsv dashboard. Additionally, no critical override icons were visible on either the harerbrd or harcovid2 stations. It was confirmed that the critical override was manually set and not due to a system fault. The customer was informed that the device was not in critical override, and no further action was required. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the multiple orders were not crossing over to multiple stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.